Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6). UDI #'s: (B)(4). Mainstay medical representative received information from the patient stating she experienced persistent itching and tingling in the area of the ipg and electrodes, along with small wounds and rashes directly over the ipg. As a result, the physician decided to explant the system. No culture was collected to further investigate the adverse event, and the patient had declined allergy testing. The patient did not receive any additional topical treatments prior to the explant. In addition, the physician did not provide further details of the alleged reaction. The ipg and leads were received for analysis. There were no allegations against the functionality of the ipg or leads. The ipg and leads passed functional testing and performed properly. Visual inspections revealed no damage or anomalies with the received ipg and leads that could have contributed to the alleged patient's allergic reaction. The device history record was reviewed and no relevant nonconformances were found.

Manufacturer narrative:
Mml#: (B)(4). Other device explanted. Model: 8145, description: reactiv8 implantable stimulation lead, serial numbers: (B)(6), UDI #'s: (B)(4).

Event description:
Mainstay medical received a report that the patient experienced an allergic reaction to the device. The alleged allergic reaction was characterized as irritation and discomfort. The entire system was explanted successfully without complications. This was communicated through a 3rd party. The patient reportedly declined allergy testing. No evidence was provided to support the claim that the device caused the allergic reaction. No other information was obtained from the physician.